Manufacturer narrative:
Noted radial peg on post op x rays given to the rep on (B)(4) 2012. Had instrument tray pulled and found femoral stem impactor broken. Patient not being revised. Surgeon wants response letter regarding effects of metal reactions. Examination of the returned instrument confirms fracture of the tip feature. Provided patient x-rays also confirms the tip remains in the patient. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The returned instrument was manufactured prior the product improvement. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Noted radial peg on post op x rays given to the rep on (B)(6) 2012. Had instrument tray pulled and found femoral stem impactor broken. Patient not being revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.